Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital due to a syncopal episode. Review of the device data indicated that there was oversensing. Programming changes were made which resolved the oversensing but led to undersensing. There was no pacing inhibition. The lead impedances and pacing threshold measurements were stable. The system was programmed to monitor only. The patient's electrolytes were imbalanced. Upon further review of stored electrograms (egms), non-physiological signals were noted to be present. On the day of the procedure, fluoroscopy was performed. This right ventricular (rv) lead and another manufacturer's previously abandoned rv lead appeared very close to each other in proximity. The physician believed that the oversensing was due to lead on lead contact. The physician intended to implant a new rate sense rv lead, however at the procedure found that both the left and right sides were occluded. Further investigation indicates that a subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted along with another manufacturer's pacemaker which was connected to a previously abandoned other manufacturer's rv lead. This rv lead was abandoned. The patient's device was explanted. No adverse patient effects were reported.